Event description:
The patient complained that they received burns during the use of the r2 electrodes. The patient required treatment for over 8 months, which resulted in scarring. Patient also suffered from lack of healing, infection, and pain. Ballard medical products has no first hand knowledge of the allegations but is relaying information received from outside sources pursuant to federal regulations.